Event description:
It was reported that during a low anterior resection procedure, the reticulatory was fired on the rectum wall in the proper way but, after the reticulator was fired, it was observed that most of the staples became loose. The doctor thought that the tissue was closed, however; the doctor gave air from the anus and applied a leak test. During the leak test; the staples became detached and the doctor realized that the staples were not fully fit. The doctor sutured the tissue by hand. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) . Additional information: the analysis results showed that one device arrived in good visual conditions and fully fired. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.